Event description:
Gyrus acmi was notified that during a surgical procedure the pks omni instrument broke at beginning of procedure. Instrument did not work when inserted in pt, it was realised the tip/jaw was broken, hence it was unable to be used for the procedure. A new pks omni instrument was opened procedure was completed.

Manufacturer narrative:
The device was received in a clean state, the jaws do not function due to a fractured hub, the hub fracture site is under the heat shrink, it occurred at the thin to thick transition feature of the hub, just behind the center rivet. Removed the heat shrink, placed the hub pack together, clean break, all parts are accounted for. This type of failure has been attributed to excessive from being applied to the distal end of the device. We will continue to monitor the complaint data base for further occurrences.